Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the capture management feature of the implantable pulse generator (ipg) was finding high right ventricular thresholds and subsequently increased the device output. The readings were believed to be faulty as manually tested thresholds were consistently much lower. An attempt was made to manually run the feature which was unsuccessful, apparently due to changing ventricular morphologies and premature ventricular contractions. Device output was left alone overnight. Another unsuccessful attempt to manually run the feature was made the next day. Device output was changed back to previous settings and the feature was turned off. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.